Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left anterior descending (lad) area. The lesion was 90% stenosed with average tortuous and calcification. The intravascular ultrasound (ivus) was used to image the lesion post stent placement. When the physician withdrew the catheter from the lesion, resistance was felt, it was caught in the stent. The physician inserted a micro catheter along the guidewire to the exit port, changing the angle of the catheter which allowed the imaging catheter to be released. Then the physician withdrew the catheter, and the procedure was completed. No pt complications were reported.